Manufacturer narrative:
The lab technician questioned the erroneous ckmb result and repeated the test before reporting out any results. The patient sample was collected in a lithium heparin plasma tube, and was centrifuged for 10 minutes at 3200 rpm. There was no additional sample preparation between the initial and the repeat ckmb tests. Qc was within the established ranges. A system check run on 03/31/2011 passed within instrument specifications. Service was on site 05/05/2011. The field service engineer (fse) discovered a large amount of black dust near the mixer pulley upon examination of the instrument. The fse also noted rough movement of the mixer belt when it was manually moved back and forth. The fse performed a major preventive maintenance (pm), installing all the parts contained within the pm kit. The fse verified hardware after service by performing a system check and high sensitivity system check, which passed within instrument specifications. The fse also performed precision runs with ckmb qc level 1, level 2, and level 3. The %cvs from the precision run were 1.5%, 2.6%, and 1.7% for level 1, 2 and 3 respectively.

Event description:
1. A customer contacted beckman coulter inc. (Bci) in regards to an erroneously high ckmb result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.